Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displays mid:16 (software related) error message during the power on self-test (post). The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer resolved the mid:16 (software related) by deleting the patient data. The customer tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. Per the tgxp user manual, if mid:16 (software related) error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment.